Event description:
The customer reported that the system had communication between the generator and the system failed error message. The customer tried to reboot but the system did not boot up completely. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator connectors were evaluated and reseated. The battery pack was replaced. The system was tested and found to be working as intended and put back into service.